Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported prior to use upon ¿opening the wrap¿ of a polyflux 17l dialyzer, particulate matter was observed inside the cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device and a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed particulate matter on the blood side was visible. The reported problem was confirmed with the picture. During visual inspection by naked eye of the actual sample, the product was found wet but not completely filled. No particulate matter was visible on both blood sides. The reported failure could not be confirmed with the actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.